Event description:
As reported by the edwards field clinical specialist, post transcatheter aortic valve replacement (tavr) the patient had several bradycardic/syncopal episodes and eventually expired. Per report, the valve was implanted 50:50 across the native annulus with mild paravalvular leak (pvl). In the evening post procedure, the patient got of bed to urinate and had a vagal reaction causing bradycardia and syncope. The nurses revived him with atropine and returned him to bed. The following day, the patient again got out of bed to urinate and had the same reaction. Atropine was again administered; however, the medical team was unable to revive him and he was pronounced dead. Per report, the physicians believed that the patient expired as a result of a vagal response from straining to urinate.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction and it is unknown if it was explanted after the patient's death. Despite exhaustive attempts, the medical records could not be obtained for review by edwards. Per the instructions for use, arrhythmias/conduction system injuries are potential adverse events associated with aortic valve replacement and bioprosthetic heart valves. Peri-or post procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing the tavr procedure to facilitate rvp and accurate valve deployment. It is not uncommon for patients to have short, reversible episodes of heart block or arrhythmias following the procedure. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, there is no evidence that the bradycardia and subsequent death is related to the edwards valve. Per report, the physicians believed that the patient expired as a result of a vagal response from straining to urinate. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.